Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d314trg, implanted: (B)(6) 2013; product ID 6944-65, implanted: (B)(6) 2001; product ID 429688, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed an infection requiring the implantable cardiac defibrillation (ICD) system to be removed. During the removal of the ICD system the physician reported the patient died and that the laser lead extraction may have contributed to the death.